Manufacturer narrative:
Evaluation summary: the process board was replaced.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004.

Event description:
Brand new epk-i7010 videoprocessor cannot load the user interface. After 90 seconds, an error message appears on the lcd touch screen "it failed to start epk-i7010. Please turn on the power again.". During inspection is found that the process board is defective. Problem is solved after replacement of said board. This event occurred at the time of during inspection. There was no report of patient harm.